Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Two images and a product sample was received for evaluation. Based on images provided, leakage can't be confirmed. However, there's noticeable cracking in the luer lock adapter that could cause condition reported. The sample unit was received with its original packaging, opened. The unit was visually inspected under normal lighting. The following components were visually inspected: tube surface, luer lock adapter, reflux connector w/ports and assembly connector swivel return. During visual inspection, no marks or stains were observed on tube surface, reflux connector or swivel connector. However, the luer lock adapter has visible cracking; this cosmetic issue could cause leakage. During functional testing, a leakage test was performed to verify if leakage can be caused by cracking on luer connector. The sample did not pass the leakage test. Based on the leak test results, the reported complaint is confirmed. Root cause can be determined as supplier item fault. A supplier corrective action report was submitted to supplier for the luer connector.

Event description:
It was reported the device had a broken connector. No adverse effects to patient reported.